Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The one way valve was returned attached to the extracorporeal tubing. A kink was observed on the catheter tubing near the y-fitting approximately 75.95 cm from the iab tip. No other defects were observed. An underwater leak test of the balloon, catheter, inner lumen, y-fitting and extracorporeal tubing was performed and no leaks were detected. The one way valve was tested and it held vacuum. The technician attempted to insert the laboratory 0.025¿ guidewire through the inner lumen of the returned iab and no resistance was felt during insertion. There were traces of blood found. The evaluation determined a kink in the catheter tubing. It is difficult to determine when or how a kink in the catheter occurred. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause difficulty to insert the guidewire into the iab. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Per complaint handling procedure, 01-061, this complaint did not meet the requirements for escalation to hhe or crf. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the guide wire was unable to be inserted through the balloon catheter lumen.the iab was replaced and therapy was provided. There was no reported injury to the patient.

Manufacturer narrative:
Event site name full name: (B)(6) hospital. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the guide wire was unable to be inserted through the balloon catheter lumen. The iab was replaced and therapy was provided. There was no reported injury to the patient.